Manufacturer narrative:
The device was returned to olympus for repair. The customer¿s reported problems could not be confirmed, the image and front panel were functioning appropriately with no error codes observed during testing (for 3 days). The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the customer visera elite ii video system center had an error, ¿e228, blackout¿. The reported problem was found during after use of a laparoscopic procedure. There was no delay, and the procedure was completed using the same device. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (image/touch panel blackout and error code e228) was unable to be duplicated. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.